Event description:
The iab leaked. Blood was noted back to the safety chamber and the iab was removed. A second iab was inserted the next day. The following was reported to datascope on 7/6/98: there was no pt injury or complication as a result of the event. The pt remained stable after the event and was subsequently discharged from the facility. [Event complications]: none from the event-reported 6/2/98 and 7/6/98. [Pt's current status]: discharged-rpt'd 7/6/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/27/98).